Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several weeks on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block d6b: explant date: 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 7100292/7095544.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. Additional information was received that the spinal cord stimulation (scs) leads were also explanted.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. Additional information was received that the spinal cord stimulation (scs) leads were also explanted. Additional information was received that the explanted devices were not returned as no boston scientific representatives were present during explant. No further information could be obtained.